Event description:
It was reported that a pericardial effusion occurred. A versacross connect laac access solution was used for access to the left atrium. The left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. The procedure was completed successfully with the closure device implanted in the laa. Approximately, six (6) hours post implant, the patient had a change in cardiac tamponade drop in blood pressure. Echocardiography revealed a pericardial effusion. The physician drained 100 cc from the pericardium to treat the effusion. The patient was admitted overnight to intensive care unit (ICU) and was discharged the following morning with no further complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.